Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
On (B)(6) 2016, (B)(6) had his shoulder fall apart again. (B)(6) had surgery again on (B)(6) that was a complete shoulder joint replacement.

Manufacturer narrative:
Concomitant medical products: humeral cup - 40mm dia x 10mm thk; cat# 5570-4010; lot# mmrd31; baseplate; cat# 5572-2800; lot# 9n6xyx; x3 humeral insert - 40mm x 8 constrained; cat# 5571-c-4008; lot# mnnk7j. An event regarding alleged disassociation involving a glenosphere - 40mm dia x 6mm thk concentric was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available or evaluation. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: an office visit of (B)(6) 2015 notes a pain level of four over ten and x-ray showed ¿well-fixed, satisfactory alignment right reverse total shoulder¿. On (B)(6) 2016 the patient was seen with a pain level of four over ten and an unchanged x-ray. He was to continue wearing a shoulder immobilizer for two weeks. He was next seen on (B)(6) 2016 with a pain level of seven over ten and an x-ray revealed ¿glenosphere dislocation right reverse total shoulder¿. On (B)(6) 2016 a revision of the right total shoulder and an incision and drainage of the skin, soft tissue and bone, was performed for a diagnosis of glenosphere disassociation from the baseplate. X-rays dated (B)(6) 2015 are three views with a thicker humeral insert. The shoulder is reduced and skin staples are in situ. On (B)(6) 2016 four views of the shoulder demonstrate the glenosphere to be barely reduced into the humerus. X-rays dated (B)(6) 2016 include three views of the shoulder showing the glenosphere disassociated from the baseplate and remains articulating with the humeral cup. Clinician concluded, in this osteoporotic patient on steroids, failure to gain soft tissue tension and appropriate length resulted in the recurrent instability of the reverse total shoulder replacement which was initially performed for a failed internal fixation of a never reduced proximal humeral fracture. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that failure to gain soft tissue tension and appropriate length resulted in the recurrent instability of the reverse total shoulder replacement. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2016, (B)(6) had his shoulder fall apart again. (B)(6) had surgery again on (B)(6) that was a complete shoulder joint replacement. Update as per revision op report: revision due to right shoulder dislocation; glenosphere dissociation from the glenosphere baseplate and anterior dislocation. The insert and glenosphere were revised.